Manufacturer narrative:
Additional information, providing medication. See MFR 3012307300-2018-01541.

Event description:
The medication that was being infused at the time of the event was nafcillin. Nafcillin sodium is a narrow-spectrum beta-lactam antibiotic of the penicillin class.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Use testing was performed. The problem source is unknown. Manufacturing personnel was notified by the area supervisor on (B)(6) 2018 as awareness of the failure mode reported by the customer. See MFR 3012307300-2018-01541.

Manufacturer narrative:
See MFR: 3012307300-2018-01541.

Event description:
It was reported that a cadd® cadd® administration set was leaking at filter area. No report of patient injury.